Event description:
It was reported that noise leading to oversensing and low pacing impedance were observed on the right ventricular (rv) and atrial leads. Inappropriate automatic mode switch was observed on the atrial lead. No intervention was performed; the patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) and atrial leads. Inappropriate automatic mode switch was observed on the atrial lead. No intervention was performed; the patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2021-21876.